Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement due to normal elective replacement indicator (eri), there was insulation abrasion noted on the right atrial (ra) lead. The lead was repaired using a suture sleeve and silicone. There were also episodes of noise noted on the atrial channel when reviewing device data, which were most likely caused by the insulation abrasion. The patient was stable with no consequences.